Event description:
Reportedly, the floating mass transducer was dislocated due to MRI. The pt has been re-implanted with a new vorp.

Manufacturer narrative:
Based on the information received from the field, the patient underwent a MRI examination with his vorp 502 (not MRI conditional), which led to fmt displacement. Thereafter the patient was re-implanted with a vorp503. The explanted device is not available for investigation.

Event description:
Reportedly the floating mass transducer was dislocated due to MRI. The patient has been re-implanted with a new vorp. Reportedly the device was sent to headquarters but has not been received and it is unable to be traced.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.